Event description:
It was reported that while in the cath lab the md inserted the sheath into the patient's femoral artery. The md met resistance when inserting the intra-aortic balloon (iab) through the sheath. As a result, the md removed the iab and the sheath as one unit. The md inserted another sheath and iab successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no delay in therapy. The patient outcome is "fine." Add'l info received from the qa/ra coordinator mgr on (B)(6) 2010 stated that the md used the same insertion site for the second iab insertion. Indication for use: prophylactic use.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.